Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Customer notice that when unpacking, a kink in the catheter was noticed. Therefore, it was not used and was reported.

Event description:
N/a

Manufacturer narrative:
Additional information: sections a1, a2, a3 & a4

Manufacturer narrative:
Investigation summary: ¿when unpacking, a kink in the catheter was noticed. Therefore, it was not used and reported. The responsible operating room nurse sent a response by email. Patient demographics, no procedural delay, kink was found when the sterile plastic packaging was removed from the outer packaging.¿ the device was returned and the proximal end of the catheter that has the manifold on it was sticking out of the two-piece clam shell tray as seen in the image sent of the device confirming the complaint. There is however no evidence based on the review of the physical device that the product was placed in the pouch and shipped in this condition. The tray was in good condition with no signs of damage that would have allowed the tray to open just in the one corner. There was also no evidence that the box was damaged. A review of complaints going back 5 years shows that this complaint where the product is not fully in the tray has never been reported before. A recurring lot number query was conducted and there has been no other complaints associated with this lot of stent delivery systems (l/n 506070). Based on the details provided and investigation of the returned product and device history records review the root cause is impossible to define. There is no evidence to conclude the product left the site of manufacture in the condition received by the complainant.